Event description:
It was reported that the customer was subsequently hospitalized with an elevated blood glucose (bg) level and a high ketone level identified as dangerous by healthcare provider. Bg value not provided. Reportedly, the customer suspected pump had issues, and it wasn't administering insulin; however, this could not be confirmed as the pump was lost. Customer attempted to resolve the blood glucose issue by administering a bolus via the pump and received treatment with IV saline and insulin. No release date was confirmed but issue was resolved and there was no permanent damage. The customer declined further follow-up.